Manufacturer narrative:
Initial reporter info: b)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "when removing the bd¿ syringes with needles luer slip tip needle from the vial the needle became dislodged from the "casing." No reports of serious injury or medical intervention noted.

Event description:
It was reported that "when removing the bd¿ syringes with needles luer slip tip needle from the vial the needle became dislodged from the "casing." No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo and observed the cannula was detached from the hub. However, since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. We were unable to determine the actual root cause. We would need the actual sample returned for investigation. If samples are received in the future the complaint will be re-opened and re-investigated. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Bd will continue to monitor the defect trend.